Manufacturer narrative:
The field service engineer checked the analyzer and was not able to determine a cause or reproduce the issue. He replaced various parts and ran precision testing with acceptable results. The customer ran calibration and qc with all results acceptable. The investigation did not identify a specific product problem. The cause of the event could not be determined. The issue appeared to be resolved after the service actions.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for approximately 23 samples from the cobas 6000 c 501 analyzer. Two examples were provided. Sample 1 initial result was 133 mmol/l and the repeat result from another c501 analyzer was 139 mmol/l. The repeat result on the original analyzer after service was 139 mmol/l. Sample 2 initial result was 131 mmol/l and the repeat result from another c501 analyzer was 140 mmol/l. The repeat result on the original analyzer after service was 137 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.